Event description:
Customer reportedly received the following results on a nano meter, compared to a professional meter, within 10 minutes: 150 mg/dl (nano) and 44 mg/dl (emt meter). Caller alleges customer was experiencing symptoms of sweating, and being unresponsive and incoherent; symptoms did not match reading. Emts were called; treated customer with an IV, contents unknown but contained sugar. Customer also reportedly received the following results on a nano meter, compared to a professional meter, within 10 minutes: 165 mg/dl (nano) and 75 mg/dl (emt meter). Customer was given food prior to testing on her meter but after testing on the emt meter. Requested return of the alleged device for evaluation and replacement was provided.